Event description:
The initial reporter received questionable elecsys ft4 ii results for four patient samples tested on the cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The doctor questioned the results which prompted the rerun of the patient samples. The patient samples were initially run on (B)(6) 2022 and were rerun on (B)(6) 2022. Sample ID (B)(6): the initial result was 6.79 ng/dl. The repeat result was 1.86 ng/dl. Sample ID (B)(6): the initial result was 3.71 ng/dl. The repeat result was 1.25 ng/dl. Sample ID (B)(6): the initial result was 4.84 ng/dl. The repeat result was 1.25 ng/dl. Sample ID (B)(6): the initial result was 3.76 ng/dl. The repeat result was 1.14 ng/dl. The repeat results were deemed to be correct.  The reagent lot number is 59275400. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the module gave alarms for the samples. He did not find any other indicators of why the issue occurred. He then performed instrument mechanism checks with acceptable results. He also verified the rinses at the wash stations were correct. He verified the main pump and gear pump pressures were within specifications. He conducted performance checks with both measuring cells with successful results. After service, no further issues were reported by the customer.

Manufacturer narrative:
The calibration performed on 06-oct-2022 was within specifications. The qc was close to the mean and acceptable. The alarm trace contained "abnormal sample aspiration", "abnormal probe sucking" and "sample short" errors. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.